Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional stent grafting procedure. Reportedly, first prostyle suture was successfully pre-placed at the 11 o'clock position. However, when the plunger of the second prostyle device was pushed in and withdrawn at a 45-degree angle at the 1 o'clock position, the suture did not come out leading into a cuff miss. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f, and the interventional procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.